Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found a bent tip clamp in the problem area. The tip clamp was replaced. The instrument was tested without further problem and returned to service.